Manufacturer narrative:
Follow-up #1: date of submission 02/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: a crack was found along the side of the battery compartment threads. A crack was also found along the battery compartment from the case seal to the bumper pad. Returned battery cap threads are stripped/damaged. The pump booted to the verify screen with dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.